Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed that the imaging window was twisted. The media returned by the customer was inspected and showed an angiography video; however, no evidence was found that could relate to the reported allegation.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ultrasound catheter was wound. The procedure was completed successfully using the same type of device. The patient's condition following the procedure remained stable.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ultrasound catheter was wound. The procedure was completed successfully using the same type of device. The patient's condition following the procedure remained stable.